Manufacturer narrative:
A ge service rep performed an on site investigation. Error logs were retrieved for analysis. The housing was repaired and quotes were given to the customer regarding replacements. No conclusion can be made.

Event description:
The customer reported there was damage to the xray tube housing, the laser light was off center, and the system shuts down. No report of pt injury.